Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The insulin flow blocked/no delivery alarm functioning properly. The test guardian link with the watertight tester communicated properly with the pump noted. Pump programmed alert on high and the alert functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (21.9 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and low bg. The force sensor is within specification. Customer alleged not confirmed for pump unable to alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and low bg. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value : 212 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake, hospitalization: overnight stay, intravenous insulin drip (intravenous insulin infusion) and hyperglycemia treated with manual injection/insulin pen, hospitalization. The customer reported the following led up to the event: the insulin pump was not working properly and disconnected from the insulin pump. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a. Customer has been using the insulin pump system within 48hrs of reported high bg event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will be discontinue the use of the insulin pump. No product return was required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.